Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of a transcatheter bioprosthetic valve, the patient¿s annular measurements were borderline for a 26 millimeter (mm) or 29 mm valve. The physician elected the 29mm valve as the sinus were large enough. The delivery catheter system (dcs) was delivered via the right femoral access with contralateral access in the left femoral artery. After access was gained, the invasive systolic blood pressures measured 200 millimeters of mercury (mmhg) and above. The electrocardiogram (ECG) was within normal limits. The native annulus was crossed without issue. A non-medtronic guidewire was used with the valve deployment. Glyceryl trinitrate (gtn) was given to reduce blood pressure and rapid pacing at 150 beats per minute (bpm) was delivered to decrease the blood pressure during valve deployment. At 80% deployment, the valve appeared constrained at the inflow. The depth appeared adequate within target of 3-5 mm below the annulus. As reported, the valve appeared off-center and more towards the non-coronary sinus. Trace paravalvular leak (pvl) presented. The physician elected to fully deploy the valve under rapid pacing with a view to post dilate to improve the inflow. The depth was deemed acceptable for safe post dilation. The valve was fully deployed but still appeared constrained at the inflow. Post dilation was performed to address the shape of the inflow. The nose cone was centralized and removed from the left ventricle without issue. However, just prior to recapturing the nose cone in the descending aorta, the va lve appeared to move upwards. The patient remained stable. The dcs was removed. An aortogram confirmed the valve dislodged into the ascending aorta between the sinotubular junction (stj) and the head and neck vessels. The inflow of the valve was above the stj did not cause coronary obstruction. The outflow portion of the valve became lodged below the head and neck vessels of the aortic arch, therefore, the patient¿s hemodynamic stability was maintained. The pig tail was removed from left femoral artery and exchanged for gooseneck snare. The dislodged valve was snared on the paddle and tension was applied to prevent any downwards movement of the valve. The left ventricular access was maintained throughout with the original non-medtronic guidewire. The annulus was dilated with a 20mm non-medtronic balloon and expansion appeared complete. The patient remained stable. An additional 29mm medtronic transcatheter valve was inserted via a new dcs. This second valve was implanted approximately at 3-4mm depth, and the outflow of the second valve sat just inside the initial valve on the inner curve of the aortic arch. The physician elected not to post dilated due to a perceived instability at the annulus. The patient was pain free and hemodynamically stable throughout. There was some suspicion of type 1 b icuspid/pseudo-bicuspid presentation. Retrospectively, there was question if there was a calcified bridge between leaflets on the left. The pre-dilatation did not appear to modify the anatomy much. As reported, the procedure time was lengthened due to the required second valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remained implanted in the patient, so it was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The image review summary states that one video, one static image, and screen shot of the patient report were provided to medtronic for review. The case summary was not able to be viewed in detail due to being received blurry. The dimensions are estimates and it depends on the systolic (or diastolic) phase on which the measurements were taken in but it appears there was room to tighten measurements. The cause of the dislodge was not able to be determined with the returned images. The supra-annular platform does conform around native anatomy, it is best practice to check hemodynamics prior to post dilatation to confirm the need to resolve appearance. Unable to confirm or deny presence of bicuspid anatomy due to limited images provided. Unable to comment on second valve delivery due to no images provided. The reported event indicates that at 80% deployment the valve appeared constrained at the inflow. The depth appeared adequate within target of 3-5 mm below the annulus. Per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. In this case, a post-implant balloon aortic valvuloplasty (bav) was performed. With limited information available, a conclusive cause of under expansion could not be determined. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, a decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. With limited information available, a conclusive root cause could not be determined. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. The device history record (DHR) and associated frame record were reviewed and showed that this device met all manufacturing specific ations for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.